Event description:
Thrombosis seen post coiling. This female pt with wide neck 3mm and vessel size 4mm x 4mm unruptured aneurysm of the cavernous segment of the right internal carotid artery (ica) was undergoing stenting and coiling procedure. The pt was pre-treated with ecosprin 325 mg, plavix for 5 days prior to the procedure. A diagnostic study was done initially which showed no change in the aneurysm. Eight thousand (8000) units of heparin were given as a bolus after insertion of the femoral access. Through the right femoral puncture a 6f sheath was introduced, used a 6f gc, and navigated and parked in the right ica opposite c1 body. Thru the gc, a prowler select plus mc and transend gw were navigated across the aneurysm up to the ica bifurcation. The gw was removed and thru the mc an enterprise 4.mm x 22mm stent was deployed across the neck of the aneurysm. The stent extended well beyond and well proximal. There was good wall apposition of the stent and fully expanded. During the coiling, there was no issues with the stent. The stent extended from just proximal to the infundibulum of the p comm to the petrous ica. The mc was removed and excelsior sl 10 mc was advanced over the transend 14 gw and carefully parked in the aneurysm. The aneurysm was then coiled with the following coils in order: 360gdc 4mm x 7cm, microplex 2mm x 4cm, morpheus 3d 3mm x 3cm, and gdc ultra soft 2mm x 3cm. Control angiogram post coiling showed small filling defects just proximal to and within the stent. The aneurysm obliterated. Ten (10mg) reopro was injected into the mc to lyse the clot (filling defect). The thrombus was in the stent and in the artery proximal to the stent. No coils were protruding into the parent artery. No dissection was noted. Post reopro, the stent was opacifying better with residual tiny filling defects. The sheath was left in situ and the pt was extubated in the lab and was shifted for a brain CT scan. There was no neurological deficit. The anti-platelet therapy of reopro 10mg per kg continued for 12 hours. No act was checked. No lab test was done post procedure.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.